Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were told that the battery of their implantable cardioverter defibrillator (ICD) had been depleted in 2015. The patient stated that they recently received three shocks from their device, and when they went to the emergency room, it was "turned it off". The patient indicated that the physician told them that "the wire broke". The ICD and right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.